Event description:
Related reference manufacturer number: 2017865-2021-28201. It was reported that the patient presented with a right ventricular lead with inadequate shock vector that was unable to convert rhythm due to ineffective lead placement. The lead remains implanted and in use. The patient was in stable condition.